Event description:
The customer stated that she was hospitalized due to high blood glucose. The reported blood glucose reading was 333 mg/dl. The customer stated that she had changed the infusion set the day prior to the event. Troubleshooting was performed and the programming on the insulin pump was correct. The insulin pump failed the prime test twice. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.